Event description:
It was reported that during a vaginal hysterectomy procedure, the device was used a couple of times successfully. On the third or fourth bite, the knife would not advance on tissue. It was tested outside the patient and it would advance when not on tissue, once placed on tissue, it would not advance. The bites were not too large. Another device was used and it worked fine to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Added additional information: the device was received in good condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) during functional testing, the jaws opened and closed properly. There were no anomalies noted with the functionality of the device.

Manufacturer narrative:
(B)(4). New information received: received a request from an attorney which advised that the patient suffered a thermal burn injury to her vagina. The injury did not become apparent until post surgery. Original event was in 2012.

Manufacturer narrative:
(B)(4). Date sent: 3/27/2012. Information anticipated, but unavailable at this time.